Event description:
The lay user/patient contacted lifescan on 01/01/07, and alleged that he was not able to code his one touch ultra meter. The medical affairs specialist called and spoke with the pt on 01/02/07, and obtained additional info. The pt has had the subject meter for about 2-3 years. He reported that on 12/22/06, in the morning, he was having trouble coding the meter "this time" when he had opened the new test strips. He did not recall what result he had rec'd the night before (using the "old strips"), but stated that "everything was normal." On 12/22/06, he was not able to test his blood glucose since he had trouble coding the meter and he knew that the results would not be accurate. He takes glyburide oral medication for diabetes and took his set amount that morning. Around 4-5 pm, the pt had just woken up from a nap and went to the bathroom. He was feeling disoriented, lost his balance, fell, and was unable to get up. The patient did not remember much since he was "disoriented, and confused." About half an hour later, his housekeeper found him and called 911. The paramedics arrived and tested the pt's blood glucose, but he did not remember what the result was. He was taken to the emergency room and was told that he "had bottomed out" and that his blood glucose was very low (he did not recall the exact result). He was given IV "glucose and normal saline" and was admitted to the hosp for a week with the diagnosis of "bradycardia and hypoglycemia." The pt mentioned that if he had obtained a result that morning and afternoon (he normally tests three times a day), and if he "knew that the sugar was low," he "would have eaten something right away or had a larger meal than normal." At the time of troubleshooting, it was verified that this was not a new meter and that it was set in the right unit of measurement. The pt was walked through coding the meter correctly and the issue was resolved. This complaint is reported because the pt was unable to code the meter (use error) on the day of the event and therefore did not test his blood glucose that day. In the afternoon, he experienced hypoglycemia and was treated at the hosp with IV glucose. Per the pt, had he been able to code the meter and test his blood glucose, he would have treated himself right away accordingly. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.